Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was hard to open and close. A field service engineer (fse) replaced the affected enhanced half height drawer with a functional drawer unit, including slides, from an unused auxiliary station, which restored smooth operation. Post-repair diagnostic testing confirmed proper drawer functionality with no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was hard to open and close. However, there were no delays, adverse events or injuries reported based on this event.